Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of internal bearing misaligned was confirmed. The likely cause of failure couldn't be determined. It was also noted that the tool bur could not be inserted, deterioration of the color code and markings were observed. Date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the internal bearing was misaligned. The patient impact was unknown. Additional information was received stating that there was no patient impact and this issue happened during pre operation.